Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the customer provided further information. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle was flushed with detergent solution. The nozzle was not cleaned with lint-free cloths/brushes/sponges. There were no abnormalities in the accessories used for reprocessing. There were no concerns noted about the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. However, it was confirmed that reprocessing was not performed according to the instructions for use (IFU), the nozzle was not cleaned with lint-free cloths/brushes/sponges. Therefore, the cause of the material remaining in the device was attributed to a usage problem. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes the methods for detection. Gif/cf/pcf-290 series, chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a foreign object came out of the nozzle. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
E1: establisnment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found: the operation unit angle knob watertight was decreased, the tip nozzle has poor drainage, the operation unit switch 4 does not operate, tip objective lens adhesive part white turbidity, the tip illumination lens adhesive part was cloudy, tip cover was scratched insertion part soft tube key, the insertion part soft tube has discoloration, the operation part grip cover was scraped, the insertion part soft tube ore domex, the cable part universal code connector part side oredomexis, the operation unit suction cylinder nut paint peeled, the curved rubber insertion part is cracked adhesive part defective, the curved rubber insertion part defective adhesive part is cracked, and the operation unit switch 4 rubber wear defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.